Event description:
It was reported that the pump failed. There was no reported impact to the customer's blood glucose level. Reportedly, customer reverted to an alternate method of insulin therapy. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.